Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol device may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges subsequent surgical intervention; however no details have been provided. Based on the information as alleged the date of implant for the bard/davol device is unclear. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #1). An additional emdr was submitted to represent the other bard/davol device. The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio patch. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1) or an unspecified bard/davol ventralex hernia patch (device #2) or an unspecified bard/davol ventrio patch on (B)(6) 2013 or (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix mesh (device #1) and the ventralex hernia patch (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.